Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they checked and tested the iabp unit and performed all diagnostic test with no failures. They checked all points of connection on the gas system and were not able to find any source of a possible helium leak. They ran the iabp unit for 2 days with a test balloon attached and noted in their work report that no other failures and/or alarm errors, no significant loss of helium level, etc. The reported failure problems was not detected at any time during the testing period. The unit was then returned back to the cath lab for clinical use, with zero problems reported since. No further investigation is required.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required # 3 (balloon transducer offset failure)" and autofill failure. The iabp was replaced with no patient effects. The pump was taken labelled to biomed. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed "maintenance required # 3 (balloon transducer offset failure)" and autofill failure. The iabp was replaced with no patient effects. The pump was taken labelled to biomed. There was no harm or injury to patient and no adverse event was reported.